Manufacturer narrative:
Product complaint # (B)(4). Additional information; d9 h3 evaluation one used complaint sample of drain in two parts was received for evaluation, during visual inspection, some cut mark was observed near by hub area, which might lead the profile separation. As per standard practice, there is no generation point of such defect during the production. Also, 100% inspection was carried out, viz. Before and after packing of finished goods, prior to the product release. So, there was no scope at dmd's end to missed out such defect, at manufacturing / release stage. Retention sample is not checked, as the lot no. Of the complaint is unknown. During investigation of the complaint, batch manufacturing records and retained sample review could not performed, as the lot number of the complaint was unknown. It is suspected that, hub area might have came in contact with some sharp tool used during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of scope. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Unk. Please confirm, was the drain broken into two or more pieces? Yes. Was the broken drain removed completely from the patient? Yes were any pieces left inside the patient? No, the product was removed. If yes, was the patient taken back to the operating room to remove the broken drain surgically? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2023 and a drain was used. The clear tube part and the white flat part were cut off during use. The event occurred inside of the body and the product was removed from the body. Further details are not provided. There were no adverse consequences to the patient.